Event description:
Customer's daughter reported that due to a delivery issue with their mother's test strips, she was unable to test and experienced blurry vision, shakiness and numbness in her toes. She also reported her mother lost consciousness. It is unclear if the loss of consciousness occurred during the same event. They reported being seen at a local hospital, diagnosed with hyperglycemia, however, they reported being treated with metformin and non-diabetic related medication which is inconsistent with the diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an final report. This case involves a delivery issue, no product is expected back for investigation.